Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation but the pictures were reviewed and the fracture was confirmed. The clinical/medical investigation concluded that, it was reported that ¿after a partial slip, the patient suddenly developed extra pain in hip. Whilst transporting to the hospital, heard and felt a crack and x-rays identified a periprosthetic fracture of the proximal femur. Revision surgery was performed and the surgeon noticed that the stem was loose.¿ the provided image confirms the prosthetic fracture. It could also point to stress shielding around the greater trochanter and possible stem subsidence but this cannot be confirmed without comparison images. No conclusion can be made from the image alone. Without supporting medical documentation, a thorough medical assessment cannot be performed. In the event additional medical/clinical records are received, the clinical task may be re-opened and a thorough assessment will be rendered at that time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient contacted with surgeon to say that, after a partial slip, he had suddenly developed extra pain in hip operated hip (primary hip arthroplasty). Surgeon asked for x-rays to assess hip joint. Whilst transporting to the hospital, the patient said they heard and felt a crack. Subsequent x-ray identified a periprosthetic fracture of the proximal femur. Revision surgery was performed and the surgeon noticed that the stem was loose.